Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 398 mg/dl at the time of incident and the current blood glucose level was 318 mg/dl. The customer experienced various blood glucose level such as 385 mg/dl, 482 mg/dl, 409 mg/dl, 309 mg/dl, 461 mg/dl, 391 mg/dl, 346 mg/dl, the customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event customer does not allege pump was under delivering. The customer was treated with manual injections for high blood glucose level. Customer was neither in emergency, nor admitted into hospital, as a result of high blood glucose. The insulin pump will be returned for analysis.